Event description:
The facility representative reported a pump with failure code 570:320:844:0000. Information was not provided regarding whether the event occurred during patient use. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 16, 2007. Evaluation summary: the device evaluation was completed and failure code 570:320:844:000 (when powered-on and in event history), found to be due to the depleted (damaged) battery condition, was confirmed. Service installed new batteries and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA.